Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer's reported problem could not be duplicated, the pump passed two of the three accuracy testing around 2.5% and the third test was an outlier at over 4%. According to the investigation, the pump expulsor will be trimmed to bring the delivery accuracy to normal range. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the pump failed infusion flow testing. Reported no patient involvement. No reported adverse effects.